Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed. Device malfunction, pain, loss of mobility, dislocation, periprosthetic fracture, pain during movements and user annoyance reported.